Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported they could tell their implantable neurostimulator (ins) battery was getting low because their leg was tingly and they were having difficulty standing which started on (B)(6) . It was noted the patient had moved and packed up the programmer and recharger and couldn't find them. The patient was implanted for post-lumbar laminectomy syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.